Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through a complete pump reset, after which the error code did not reappear. The caller successfully initiated a new sensor session.